Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of hysterectomy ("hysterectomy with essure removal") and weight increased ("weight gain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure inserted. On (B)(6) 2017, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced weight increased (seriousness criterion medically significant), musculoskeletal pain ("joint pain/ muscular pain"), carpal tunnel syndrome ("carpal tunnel syndrome"), exostosis ("calcaneus osteophyte"), rotator cuff syndrome ("tendonitis on shoulders, knees and elbows"), tendonitis ("tendonitis on shoulders, knees and elbows") and irritability ("irritability"). The patient was treated with surgery (bariatric surgery in 2016 ). Essure was removed on (B)(6) 2017. At the time of the report, the hysterectomy, weight increased, musculoskeletal pain, carpal tunnel syndrome, exostosis, rotator cuff syndrome, tendonitis and irritability outcome was unknown. The reporter provided no causality assessment for carpal tunnel syndrome, exostosis, hysterectomy, irritability, musculoskeletal pain, rotator cuff syndrome, tendonitis and weight increased with essure. Further company follow-up with the regulatory authority is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 22-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of hysterectomy ("hysterectomy with essure removal") and weight increased ("weight gain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure inserted. On (B)(6) 2017, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced weight increased (seriousness criterion medically significant), musculoskeletal pain ("joint pain/ muscular pain"), carpal tunnel syndrome ("carpal tunnel syndrome"), exostosis ("calcaneus osteophyte"), rotator cuff syndrome ("tendonitis on shoulders, knees and elbows"), tendonitis ("tendonitis on shoulders, knees and elbows") and irritability ("irritability"). The patient was treated with surgery (bariatric surgery in 2016 and hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the hysterectomy, weight increased, musculoskeletal pain, carpal tunnel syndrome, exostosis, rotator cuff syndrome, tendonitis and irritability outcome was unknown. The reporter provided no causality assessment for carpal tunnel syndrome, exostosis, hysterectomy, irritability, musculoskeletal pain, rotator cuff syndrome, tendonitis and weight increased with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 08-jan-2018 for the following meddra preferred term: hysterectomy: the analysis in the global safety database revealed 140 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-dec-2017: similar incident listing attached and case updated accordingly. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.